Event description:
As part of a legal mediation effort, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si hysterectomy procedure with cystoscopy on (B)(6) 2010. The medical records indicate that the patient developed post-operative complications. Based on the medical records provided, the patient had a preoperative diagnosis of a dyspareunia, history of endometriosis, postcoital bleeding, and uterine fibroids. According to the operative report, the risk and benefits were explained and the patient agreed to undergo the procedure. The da vinci si hysterectomy procedure was completed without any complications. After the uterus was removed and the vaginal cuff was closed, good hemostasis was noted. At the conclusion of the surgical procedure, the patient was taken to the pacu in good condition. The patient was discharged from the hospital on (B)(6) 2011, after receiving treatment for post-operative acute anemia from intra-abdominal blood loss. At the time of discharge, the patient was tolerating a regular diet, and passing flatus with no signs and symptoms of anemia. On (B)(6) 2011, the patient was evaluated in a hospital for abdominal pain and associated symptoms of nausea and fever. CT scans of the patient's abdomen and pelvis revealed an infected pelvic hematoma/abscess. The patient was admitted to the hospital the following day. On (B)(6) 2011, the patient underwent an exploratory laparotomy with lysis of adhesions and drainage of the peritoneal abscess. After completion of the surgical procedure, the patient was transferred to the recovery room in stable condition. The patient was discharged from the hospital on (B)(6) 2011, and with a PICC line in place. The patient was to receive IV antibiotics for 7-10 days. A follow-up CT scan of the patient's abdomen and pelvis on (B)(6) 2011, revealed resolution of the pelvic abscess.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complication experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient developed an infected pelvic abscess after undergoing a da vinci si surgical procedure.